Manufacturer narrative:
Visual examination of the returned device noted that he stent was fully mounted and the outer sheath was retracted 4mm from the tip. Several distal stent wires had perforated the outer sheath at 4mm proximal to the exterior markerband and the shaft was kinked at this location. The inner was kinked and partially exiting at the guide wire access port. During analysis, it was not possible to retract the outer sheath due to the stent wire perforation. The shaft was dissected proximal to the guide wire access port and the inner and stent were withdrawn. It was noted that the distal stent wires were uncrossed and the inner was kinked where it had exited at the guide wire access port. No other issues were noted. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications. The most probable root cause can be attributed to operational context due to anatomical/procedural factors encountered during the procedure, which limited the performance of the device.

Event description:
Same case as MFR. Report# 3005099803-2009-00912, 3005099803-2009-00913. Event determined to be reportable based on device analysis approved 02/09/2009: it was reported tat during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, three handle detachments and deployment difficulties occurred. The lesion was located in the common bile duct (cbd). It was not known which device was advanced first, however, at an unspecified time, the handle separated from the catheter on each of two 10mm x 60mm endoscopic covered biliary stent delivery systems (sds) and a 10mm x 80mm rx wallstent sds. It was further reported that an unspecified device from another manufacturer. No patient injuries or complications were reported. The patient's status is reported as "fine". Device analysis revealed stent strut perforation of the sheath.